Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that the user experienced a severe discrepancy between the ilet system reading and actual blood glucose, with the ilet displaying 285 mg/dl while the patient¿s true blood glucose measured 26 mg/dl on a fingerstick, in the context of reported dexcom g6 accuracy issues. Symptoms included hypoglycemia with neuroglycopenic risk, prompting emergency medical services. Outcomes included urgent low glucose events requiring oral carbohydrate administration by caregiver and additional carbohydrates administered by ems, with blood glucose subsequently improving to 80¿120 mg/dl and no hospitalization reported. Investigation included case intake and preliminary assessment of reported sensor accuracy and system performance based on user report. Investigation of this case revealed a reported sensor-reading inaccuracy leading to inappropriate glucose management by the automated system, consistent with a device performance issue related to continuous glucose monitoring input rather than a mechanical pump fault. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.